Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of delivering an inappropriate shock due to oversensing. The device is currently programmed to primary vector and no reprogramming has been completed as the secondary vector and alternate vector appeared to be less efficient. Data analysis was performed, and boston scientific technical services indicated that during one of the recorded episodes, the beat was similar to premature ventricular contraction (pvc) with change in morphology and compensatory pause. During the treated episode, there was a change in morphology with increase in rate and post shock signal there were 7.2 seconds until rhythm was back to normal sinus rhythm morphology. There were no adverse patient effects reported. The device and electrode remain in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of delivering an inappropriate shock due to oversensing. The device is currently programmed to primary vector and no reprogramming has been completed as the secondary vector and alternate vector appeared to be less efficient. Data analysis was performed, and boston scientific technical services indicated that during one of the recorded episodes, the beat was similar to premature ventricular contraction (pvc) with change in morphology and compensatory pause. During the treated episode, there was a change in morphology with increase in rate and post shock signal there were 7.2 seconds until rhythm was back to normal sinus rhythm morphology. There were no adverse patient effects reported. The device and electrode remain in-service.